Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80-90% stenosed lesion was approximately 10mm long and located in a severely calcified and severely tortuous ostial right coronary artery. The physician was using extreme force to advance a 2.75x20mm taxus liberte' drug eluting stent and was attempting to cross a 60-70% distal lesion to get the target lesion. After multiple attempts the physician elected to remove all devices to exchange the guide catheter and guide wire for devices that would provide better support. When the devices were removed, it was noted that the stent was no longer on the delivery system. A radiologist attempted to snare the stent which was located in the groin, but was unsuccessful. The physician then dilated the lesion with a 2.5x15mm apex balloon. A promus stent was then advanced to the lesion but could not cross. At this point the patient was having no symptoms and since the lesion was dilated, the physician elected to complete the case. No further patient injuries or complications occurred. Patient status is satisfactory. It was noted that in the future if the patient requests additional intervention, a CABG will be scheduled as there are multiple lesions in the left anterior descending artery as well as the right coronary artery and an unusually highly tortuous aorta.